Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 6.8 mmol versus 19.6 mmol meter to lab. Tests were done 10 minutes apart with a difference of 65%. Patient did not experience any adverse events. No further information has been reported.